Event description:
It was reported that the patient with this pacemaker underwent two magnetic resonance imaging (MRI) procedures. After the mris, the device exhibited undersensing and pacing inhibition. Technical services (ts) recommended further evaluation of the device by a field representative. No adverse patient effects were reported. This device remains in service.